Manufacturer narrative:
Customer stated that none of the samples appeared to have any fibrin or appeared to be "abnormal." There were no result flags generated with these results. Qc run prior to and after the event, was recovering within range. System checks run on (B)(4) 2011 and (B)(4) 2011 passed all specifications. Customer did not report any event log messages associated with this event. Customer utilizes their staff bio-med engineer to maintain and repair this instrument. Per the engineer, everything "appeared to be running within specifications". Reagent carousel was dirty, which was cleaned. The instrument was verified as performing to bci performance specifications. No clear root cause for this event has been determined to date.

Event description:
A customer contacted beckman coulter inc., (bci) regarding elevated troponin (accutni) results, in the risk stratification range, generated by the access 2 immunoassay system for several patients. Repeat testing on an alternate method resulted as "negative" and these results were reported out of the lab. The elevated results generated by the access 2 analyzer were not reported out of the lab. Patient treatment was not affected.